Event description:
It was reported that during a coronary stent procedure of a circumflex lesion, the shaft of the catheter broke while attempting to cross the lesion. No pt injuries or complications were reported.